Event description:
Pt self tester alleges precision issues. The following were her results, 1.3, 5.4, 4.6, 4.7, same lot all taken within 10 mins on different fingersticks.

Manufacturer narrative:
(B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), this issue will continue to be tracked and trended. Corrective action not required at this time.